Manufacturer narrative:
There was a residue consistent with biological contaminants on the device. Visually, 0.21 inches of the distal tip had broken off from the inner cutter which would have resulted in the reported event. The teeth on the tip were deformed. There were no signs of bends or concentricity issues. Functionally, the inner and outer assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but further functional (console) testing could not be performed due to the broken tip. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. Surgeon tested microdebrider before use and found the metal tip of tricut blade had snapped off and leaving a sharp edge. The blade tip was found in the quiver. No harm to the patient. No broken piece of device remains in patient. The procedure was completed with backup product. No patient contact.